Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the mid 200s (mg/dl). As the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer's bg level was reported to be dropping after having changed out supplies.